Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after an accident where they overturned their lawn mower. In the hospital, it was noted that their right atrial (ra) lead and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition. A chest x-ray found the leads to be fractured, likely due to clavicular crush. Surgical intervention was taken to cap and replace the leads. No additional adverse patient effects were reported.